Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in an unknown vessel. The physician attempted to introduce a 2.75 x 12 mm taxus liberte drug eluting stent but felt resistance in the introducer. After the stent was removed strut damage was seen. The procedure was successfully completed with an unknown stent. No patient complications were reported.